Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon called the clinical representative (cr) on (B)(6) 2021 for the same issue that occurred on (B)(6) 2021: 'the laptop of the rosa one system is very slow. Almost impossible to work with it. The surgeon again has planned a case and it doesn´t show up on the usb, when he tries to import. When trying to export patient folder again to usb, patient folder already existing message. He gave him a emergency plan to plan directly on the robot, since the patient folder is created on the usb including dicoms.' They managed to get it working but it took them about 30-minutes. They still haven't exchanged the planning station since the first issue.

Event description:
The surgeon called the clinical representative (cr) on 11-feb-2021 for the same issue that occurred on (B)(6) 2021: 'the laptop of the rosa one system is very slow. Almost impossible to work with it. The surgeon again has planned a case and it doesn´t show up on the usb, when he tries to import. When trying to export patient folder again to usb, patient folder already existing message. He gave him a emergency plan to plan directly on the robot, since the patient folder is created on the usb including dicoms.' They managed to get it working but it took them about 30minutes. They still haven't exchanged the planning station since the first issue.

Manufacturer narrative:
The subject planning station was returned to the manufacturing site on 29-jul-2021. A detailed analysis of the data and logfiles from the event date was performed, but this analysis did not permit to confirm the reported slow operation of the planning station described in the complaint. No malfunction of the system could be identified which would be at the origin of the reported issue. Logfiles analysis suggested that an issue with the external usb drive occurred upon export of the patient folder though the laptop, which might be the cause for the plan not showing up in the list when attempting to import it on the robot. However, this hypothesis could not be confirmed through the review of available data. A detailed inspection of the returned planning station and further testing was performed at the manufacturing site, however no performance issues or data export issues could be confirmed. The reported event remains unconfirmed.